Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft (vnmc4040c95tu) was implanted during the re-intervention of a thoracic aortic repair. The patient had 4 existing valiant captivia stent grafts implanted 3 months apart approximately 2 years previous. It was reported core lab review of CT imaging taken approximately 5 months post the implant of the navion graft showed a new undetermined endoleak. The max aortic diameter was noted as 72.9mm. The imaging was na for aortic enlargement. No stent fracture, stent ring enlargement or stent ring migration was observed. The cause of the endoleak is undetermined.  No additional clinical sequalae were provided and the patient will be monitored.